Event description:
Patient reported her pump did not alert her to a low or empty cartridge. Patient stated, she looked and noticed that there was no insulin in her cartridge; changed the cartridge. Patient reported she did not adjust the piston rod from 315 to the recommended 310. Patient stated, the piston rod was extended as well as the cartridge was empty when she pulled it out. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.